Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es patient results on two different patient samples while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician, and there was no allegation of harm to patients as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event showed that the event was most likely instrument related, although poor sample processing cannot be ruled out as a contributing cause. Following service to the reagent metering subsystem, consistent performance was obtained. Post servicing, the instrument was returned to expected operation.